Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0206588881, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter .other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 800 mcg/day) via an implantable pump. The patient's medical history included "spastic tetraplegia p. Cct." It was reported during pump replacement the physician observed the catheter was blocked/impassable. The event date was reported to be (B)(6) 2020. They tried to directly aspirate the catheter without success. The catheter was replaced and discarded. The issue resolved. There were no reported contributing factors. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported.